Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 09-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), headache ("severe headaches"), musculoskeletal stiffness ("ankylosis of muscles (arms and legs) severe muscle cramps (very often at night),"), muscle spasms ("severe muscle cramps (very often at night)"), candida infection ("recurrent candidiasis"), eczema ("eczema patches on the body"), asthenia ("asthenia ending with a period of exhaustion"), chronic sinusitis ("chronic sinusitis"), multiple allergies ("various allergies"), weight fluctuation ("unstable weight (loss of 7 kg in 3 days and gain of 10 kg in 2.5 months)") and premature menopause ("menopause at the age of 44"). At the time of the report, the heavy menstrual bleeding had resolved. The outcomes for headache, musculoskeletal stiffness, muscle spasms, candida infection, eczema, asthenia, chronic sinusitis, multiple allergies, weight fluctuation and premature menopause were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, headache, musculoskeletal stiffness, muscle spasms, candida infection, eczema, asthenia, chronic sinusitis, multiple allergies, weight fluctuation or premature menopause. The reporter commented: menopause at the age of 44; one of the symptoms disappeared, but my current condition does not allow me to have a professional and social life under acceptable conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-nov-2022. The most recent information was received on 16-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced heavy menstrual bleeding (seriousness criterion medically important), headache ("severe headaches"), musculoskeletal stiffness ("ankylosis of muscles (arms and legs) severe muscle cramps (very often at night),"), muscle spasms ("severe muscle cramps (very often at night)"), candida infection ("recurrent candidiasis"), eczema ("eczema patches on the body"), asthenia ("asthenia ending with a period of exhaustion"), chronic sinusitis ("chronic sinusitis"), multiple allergies ("various allergies"), weight fluctuation ("unstable weight (loss of 7 kg in 3 days and gain of 10 kg in 2.5 months)") and premature menopause ("menopause at the age of 44"). At the time of the report, the heavy menstrual bleeding had resolved. The outcomes for headache, musculoskeletal stiffness, muscle spasms, candida infection, eczema, asthenia, chronic sinusitis, multiple allergies, weight fluctuation and premature menopause were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, headache, musculoskeletal stiffness, muscle spasms, candida infection, eczema, asthenia, chronic sinusitis, multiple allergies, weight fluctuation or premature menopause. The reporter commented: menopause at the age of 44; one of the symptoms disappeared, but my current condition does not allow me to have a professional and social life under acceptable conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.